Manufacturer narrative:
The reported device, used in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image found an unidentifiable liquid was on the device. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The complaint was confirmed, but the root cause cannot be determined based on the information provided. Factors that could have contributed to the reported event include a leak. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder surgery, the t-max gas -strut was leaking oil. The procedure was completed with the same device with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.